Event description:
Complainant alleged that during a device check, when the battery was installed into the autopulse platform, the display showed a "low battery" message. This occurred even though the led of the battery was green indicating that the battery was ready for use. There was no report of any patient involvement. No further information was provided.

Manufacturer narrative:
It was also reported that the returned nimh battery was unable to be charged with an mc or cadex charger and the test data indicated that the battery had an error. Nimh battery (s/n (B)(4)) associated with this complaint was returned to zoll (B)(4) for investigation. The battery was placed in the battery tester and the results indicated that the battery was above the minimum power output watts of 1300w with a reading of 1510.6w. An investigation conducted using the battery's serial number, found that the battery was within its expected life span of 2-4 years with a manufacture date of 9/2013. However, as the battery was excessively charge cycled, with 255 charge cycles performed, the battery had passed its expected service life (the proper amount of expected test cycles is 12). If proper battery maintenance is not performed (charged/test cycled) as instructed per the IFU, this could result in the battery not having sufficient capacity to operate effectively. The expected service life of the autopulse battery is 100 charge cycles or 2 to 4 years depending on battery maintenance and usage patterns.